Manufacturer narrative:
A medtronic representative went to the site to test the system. The system was tested and there was failure found. The ssd and computer were replaced. System was now on os 2.0 with 1.3.2 ent software. Concomitant medical products: other relevant device(s) are: product ID: 9736411, ( ssd 2.5in1tb s8 os 2.0.x dpd svc), UDI#: unknown and product ID 9735669 (main cart stealth s8 em ent) lot# n07501613. The following codes apply to product ID 9735669 (main cart stealth s8 em ent) lot# n07501613. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being outside of a procedure. It was reported that the monitor would randomly turn black and/or computer would not boot up properly. There was no patient present.